Event description:
It was reported that the pump experienced issues with a less responsive touchscreen. There was no adverse impact to the customer¿s blood glucose level. The patient declined follow-up, and no further corrective actions were reported.